Event description:
It was reported that a mcm30 was used during a thoracotomy procedure. It was reported by the affiliate that the staples are not advancing (misfire). There was no consequence to the pt.